Manufacturer narrative:
A partial lead only the distal segment of the lead measuring 49.5 cm/50.8 was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a routine follow-up, high thresholds and oversensing was noted on the patient¿s right ventricular lead. The lead was replaced and patient was asymptomatic before, during, and after the procedure.